Event description:
It was reported that the device did not recognize the cassette that was attached. The device issue was not related to physical damage/abuse, and there was no delay of therapy. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device was in used condition, decontaminated, with missing battery door, upstream occlusion (uso) seal worn, and downstream occlusion (dso) sensor seal was cracked, causing fluid contamination. Performed functional testing. The customer's reported problem was confirmed. The root cause was the contaminated dso sensor. Replaced the dso sensor to correct the issue. Cadd solis device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.